Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital for a device follow up after receiving an inappropriate shock from the device. Interrogation of the device revealed a code 1005, indicative of an open circuit during shock delivery. The pacing impedance measurements on the right atrial (ra) and right ventricular (rv) leads were high, out-of-range at greater than 2000 ohms, the rv lead shock impedance measurements were also out-of-range at greater than 200 ohms, and loss of capture was observed. The physician believed the device was malfunctioning and was planning to replace the device. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service. The distributor representative reported that a revision and replacement procedure was scheduled for (B)(6). A revision was performed as planned. During the procedure, the right atrial (ra) and right ventricular (rv) leads were surgically abandoned and a new rv lead was implanted. This device remains implanted and in service with the new lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event could be the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event could be the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital for a device follow up after receiving an inappropriate shock from the device. Interrogation of the device revealed a code 1005, indicative of an open circuit during shock delivery. The pacing impedance measurements on the right atrial (ra) and right ventricular (rv) leads were high, out-of-range at greater than 2000 ohms, the rv lead shock impedance measurements were also out-of-range at greater than 200 ohms, and loss of capture was observed. The physician believed the device was malfunctioning and was planning to replace the device. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service. The distributor representative reported that a revision and replacement procedure was scheduled for (B)(6). A revision was performed as planned. During the procedure, the right atrial (ra) and right ventricular (rv) leads were surgically abandoned and a new rv lead was implanted. This device remains implanted and in service with the new lead. No adverse patient effects were reported.